Manufacturer narrative:
Samples are lithium heparin and centrifuged for 10 minutes at 3100 revolutions per minute (rpm). Quality control (qc) was within the customer's established ranges prior to and after the erroneous result. The patient's collection tube in question (troponin I) was half of the recommended fill volume. Note: accutni: short fill tubes: tubes filled to less than 90 percent of the stated volume are likely to have falsely increased results and require that the patient be redrawn. If a tube has insufficient blood volume, there is an excess of heparin. Maintaining an optimum, sample-to-additive ratio is important for effective heparin activity. A key step in the sample handling process is ensuring that the blood draw sample volume is at least 90 percent of the stated volume on the collection tube. The customer repeated patient's samples from the same time period as the erroneous results and the results were reproducible. There have not been any further erroneous results since this event. The field service engineer (fse) was dispatched. The fse adjusted the transducer, replaced the substrate probe and the sample pipettor and adjusted the mixer speed. System check was performed which met specifications. Of note: the substrate probe and the mixer speed adjustments were preventative measures. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-05010.

Event description:
The customer reported erroneous high accu tni (troponin I) and creatine kinase myocardial band (ck-m) results were obtained for one patient when using access 2 immunoassay system. Erroneous test results were reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing. No reports of death, injury, or change to patient treatment have been reported in connection with this event. This event represents event 1 of 2 events reported by this customer. Subsequent testing made for this patient on a separate date will be documented in a separate MDR.